Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that it was unknown when the event began occurring. It was also confirmed that the patient was receiving the benefit from the therapy as the open circuits were programmed around. The patient's weight at the time of the event was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for obsessive compulsive disorder and movement disorders. It was reported that the patient had open circuits on both sides of their deep brain stimulation system. The hcp programmed around the affected electrodes, with the patient doing well and receiving therapeutic benefit. No details could be obtained related to the open circuit or why they were present. No patient symptoms were reported.